Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-613-91, serial/batch number 1392017, was received for investigation. Visual evaluation found that the pin driver's hex is damaged. Burrs were observed on the inside and outside diameter of the pin head. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On 08/23/2022, it was reported by a sales representative via sems that a pin driver is broken. This was discovered during an unspecified time, with no patient effect reported.